Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on 01 october 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged visualization of particles. In this report, section b7 and h6 has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging respiratory issues. There was no report of permanent or serious patient harm or injury.